Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause. The patient is seeking a second opinion. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the vision was poor for a long while eye was very sensitive to light, needed glasses to read, long distance was very poor, but halos was very distracting. The colors are washed out, had significant tearing and burning after surgery, the local eye and sinus pain was present. Additional information has been received stated that right eye vision was improved somewhat over about 9 months and then plateaued, long-distance vision remains worse than left eye, glare/halos are so severe, still need glasses for reading/computer, the pilocarpine hcl was prescribed which reduces the pupil opening. It reduced the glare but also reduced already weak distance vision, patient was not able to drive. But the near vision become amazingly sharp. No further information available.